Manufacturer narrative:
The device was received. Investigation is not completed. The device not sounding and audible alarm event that the device is being reported for was noted during manufacturer's testing; therefore, user facility event codes are not applicable in this case.

Event description:
Report received from the user facility that the device was "broken". During initial testing at the manufacturing facility, the device did not sound and audible alarm.